Event description:
The customer reported when the "monitor in use, functioning with no issue, plugged in so battery charging. Machine suddenly switched itself off and would not switch". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed at this time we are pending receipt of the device. At the conclusion of the investigation or if new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.